Event description:
Reporter indicated a vns (B) (4) computer screen was freezing during interrogation. Reseating the flashcard resolves the freezing but it continues to reoccur. The computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.